Manufacturer narrative:
(B)(4): the returned product was reviewed by quality engineer. We received a total of two (2) sample(s) with three original opened product boxes with labels. The returned two tubes were from boxes labeled with part# 8229707 nim trivantage emg endotracheal tube 7.0mm ID and lot# 0207195914. The empty box (without any returned tube) was also labeled with part# 8229707 but a different lot# 0207177203. The returned tubes had 7.0mm ID labeled on the working length of the tube, therefore confirming to match the label part#. The condition of both the devices showed customer use as there was visible bio-residue on the tube length. Analysis results: sample 1 - from visual evaluation, obvious tear in the cuff was noticed via naked eye. The tear was visible only on one location. Sample 2 - no visible tear was noticed on the cuff or the tube via naked eye. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, water bubbles were noticed at the cuff assembly. Under magnification, a tear (in the form of a line) was found visible on the cuff near the proximal end of the end. The puncture on the cuff on both samples is likely attributed to device usability - which pertains to the manner in which the product was utilized by the customer and/or customer inadvertently maneuvering the cuff during intubation which likely caused the cuff to come in contact with another device (sharp object or lubricated stylet). During manufacturing, 100% inspection is performed on all devices for cuff leakage per manufacturing requirements. Based on the observations, the most likely underlying cause is related with 'operational context' as it is possible that customer maneuvering / manipulation of the device during intubation caused it to come in contact with another object leading to cuff damage and inflation issues.

Event description:
It was reported there was a failure with a trivantage emg tube during a thyroidectomy surgery. The patient was re-intubated but the tube would not hold air [could not inflate]. It was stated that the third attempt to place the tube was successful.